Manufacturer narrative:
The electrode lot number and reagent lot number, as well as expiration dates, were not provided. The field service representative found a hole in the rinse tubing. He replaced the entire set of rinse tubing, performed adjustments, checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples and questionable calcium gen. 2 for 1 patient sample on a cobas 6000 c (501) module. Patient 1: the initial na result was 172 mmol/l, and the repeated result was 137 mmol/l. Patient 2: the initial na result was 164 mmol/l, and the repeated result was 135 mmol/l. Patient 3: the initial calcium result was 4.4 mmol/l, and the repeated result was 7.6 mmol/l. The repeated results were believed to be correct.